Event description:
It was reported that the customer had a bent cannula. Customer also reported differences in their sugar glucose levels versus their blood glucose levels. Customer's blood glucose level at the time 80mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.